Event description:
The pt received her scs system on (B)(6) 2011. The pt is implanted with two scs systems. It was reported that during an electrical storm, the pt stepped in a puddle of water, and she felt an overstimulation sensation and then her stimulation turned off. The pt now complains of overstimulation in her arm despite her stimulator being turned off. The pt also stated that the location of the ipg, which is below her right arm pit, was causing her discomfort. The physician plans to revise the location of the ipg site. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.